Event description:
The customer reported that the left (live) monitor was not working. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord and the left monitor were replaced. The system was then found to operating as intended.